Event description:
A male pt contacted lifecor customer support to report that he was getting "check belt" messages. He claims that there is a good connection between the electrode belt and the monitor. Support contacted the lifecor territory manager to investigate. In 2008, the pt ended use and the territory manager sent the pt's equipment back to lifecor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The reported problem was confirmed. Upon further inspection, electrode belt had a pin that was bent inside the connector. The root cause of the bent pin was probably excessive force applied to the connector during mating. The connector was forced into the monitor defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. This is what caused the "check belt" messages. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse revent resulted from the bent pins.